Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, high pacing impedance was observed on the right ventricular lead. The physician elected to use a different lead and the patient was stable following.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. Analysis was normal. No anomaly was found.